Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus history recorded several records of bolus deliveries of 0 units when the user had successfully delivered insulin and felt it being delivered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully. A 10 unit normal bolus and audio bolus were performed and accurate recorded in the pump history; no bolus deliveries of 0 units were recorded. No hypersensitive keys were observed. No defect was found, and the complaint was not duplicated.